Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot number. Multiple attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported a posterior capsular tear following implantation of an intraocular lens (iol). The lens was removed to plan for a sulcus lens later. Additional information has been requested.